Manufacturer narrative:
Continuation of d10: product ID a52300 lot# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they never having therapeutic benefit. Caller stated that they were having a return of symptoms and they don't get any sensation that they have to go to the bathroom. Caller stated they have been leaking and peeing all along, it has never stopped. Agent walked caller through connecting to implant and found MRI mode was active/therapy was off. Caller does not recall how or why this would be active. Caller had a hard time using the equipment and following along. Agent was successful in walking caller through turning therapy on and increasing intensity. Confirmed stimulation in bicycle seat area and comfortable. Caller will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
Continuation of d10: product ID a52300 lot# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.